Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) exhibited diagnostics anomaly. No changes or interventions were reported. The patient condition was not known.